Event description:
On 1/14/97, a hip screw system was implanted in an 89 y/o male. On 3/4/97, pt complained of pain. X-rays showed screw not seated properly in plate and the inside rails of the plate were broken off. The dr questioned the pt about a substantial sized, fresh bruise on the implanted leg's knee, but the pt denied falling. Pt had many other medical problems and could not be cleared immediately for surgery. Surgery to remove the system was performed on 3/8/97. Parts were returned to co on 3/14/97. It is not known what was used during the second surgery.